Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their tooth shifted inward creating issues with their bite, it is uneven and comes in contact with their lower teeth when they bite down. Posterior open bite confirmed, advised rest period.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.